Event description:
Customer reported unit wouldn't turn on. Claims unit is sometimes left on overnight by others. There has been recent thunderstorm activity.

Manufacturer narrative:
Gehc service personnel: checked for proper voltage going to the surge suppressor board. Found ri on board burnt. Will order and replace. Replaced board and tested unit by conducting a basic functional test. Also spoke to plant maintenance manager and director of radiology concerning power issues in the surgery area. They will let management know.